Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.

Event description:
The customer observed elevated architect ca19-9xr patient results which were reported to the medical provider when reagent lot 08851m500 was in use. The customer provided an example of the falsely elevated results for sid (B)(4): lot 08851m500 = 41.05, lot 12092m500 = 16.95. The customer stated they were unaware of any unnecessary treatment due to the falsely elevated results; when the customer phoned the medical providers, most of them had not reviewed the original results. There was no impact to patient management.